Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The alarm clock did not flash uncontrollably during testing. The following physical damage was also noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that her insulin pump had a keypad anomaly; the pump vibrated and when she pressed the down arrow the display kept flashing. The customer reported the battery and reinserted it and received a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. None of the buttons were responding, and she was unable to clear the button error. Troubleshooting then occurred for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.